Event description:
Decreasing impedances were observed an a 4024 ventricular lead used with an intermedics pacemaker. The medical record report states that testing performed in 2002 during a battery change was acceptable. Between that date and 2003, it was determined that the "ventricular wire was dysfunctional." In 2003, the ventricular lead was replaced at hospital. It is assumed that the original lead remains in the pt's body.